Event description:
It was reported that patient had event where infusion set's tubing is block which leads to high blood glucose level event which was treated by using pump on (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6). Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.